Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provided: it is basic information and he asked me to reach out to his clinic to get further clarification, I am awaiting a call back. Additional information has been requested and received. What is the procedure name? Robotic wedge resection what is the procedure date? (Awaiting further information) what date did the reaction occur on? Post-op about two weeks what does the reaction look like and how large of an area does the reaction cover? The reaction was blotchy and covered the side of the patient around the port sites for robotic instrument insertions where dermabond advanced was utilized for port closure. Do you have any pictures of the reaction? (Awaiting further information) was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Steriods were given to help tame the reaction. If medication was required, please clarify if it was prescription strength. (Awaiting further information) what is the most current patient status? (Awaiting further information) can you identify the product code and lot number of the product that was used? No I cannot, it was disposed of post-op as the reaction did not occur immediately. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown (awaiting further information) are the involved devices available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No there is not a device available for recollection-the please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) . Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic wedge resection on an unknown date and topical skin adhesive was used. Reaction occurred within the past month discovered upon follow-up post-op about two weeks. The reaction was blotchy and covered the side of the patient around the port sites for robotic instrument insertions where adhesive was utilized for port closure. Steroids' were given to help tame the reaction. Additional information has been requested. .